Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:unknown, batch#:4214699. It was reported by customer that the quality control failure on the 20ml ll syringe (bd) whereby the calibration markings are not appropriately aligned the calibration lines are "slanted" slightly and the 1st line starts almost 1ml after where it should (at the bend). So we were drawing up a vial that had 16ml of drug. When we emptied the vial using the syringe, we were only able to draw up 15ml. We thought the drug vial shorted us. Instead; when we used a different syringe, we got 16ml yes, we have it with saline in it. Verbatim: rcc received a complaint via phone. Pir attached. Xxxxxxxxxxxx: I wanted to report a quality control failure on the 20ml ll syringe (bd) whereby the calibration markings are not appropriately aligned the calibration lines are "slanted" slightly and the 1st line starts almost 1ml after where it should (at the bend). So we were drawing up a vial that had 16ml of drug. When we emptied the vial using the syringe, we were only able to draw up 15ml. We thought the drug vial shorted us. Instead; when we used a different syringe, we got 16ml yes, we have it with saline in it bd 20ml syringe luer-lok tip lot 4214699 exp 2029-07-31. So far only 1 syringe defective; we will keep an eye on it.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the calibration markings are not appropriately aligned. To aid in the investigation, two samples in opened packaging blisters and two photos were received for evaluation by our quality team. A visual inspection was performed. One sample has no defects or imperfections. The other sample has the zero line at 3/16" from the bottom of the syringe barrel. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur there was a jam at the feeder of the syringe barrel printing process. A device history record review was completed for provided material number 302830, lot 4214699. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.